Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap chole procedure the clips were not closing completely, unknown at what firing. A second device was pulled and the same thing occurred. A third device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.